Event description:
This report is 1 of 2 for the trocar head used during this event and is related to mfg number: 3003249645-2024-00046. It was reported that when the trocar head (cev127t) was placed on the abdominal wall, it broke in two, leaving a large part in the abdominal wall. The doctor managed to extract the piece. There was no suspected injury to the patient. It is unknown whether the event lead to an increase in surgery time.

Manufacturer narrative:
The trocar head (cev127t) was returned for evaluation: the device history record (DHR) was reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the trocar head verified the complaint reported by the customer as valid. The inside of the trocar head was broken root cause analysis: it was determined that the breakage was probably due to excessive force applied during assembly and use with the screw sleeve.

Manufacturer narrative:
Updated fields: d4 (primary UDI#), g3, g6, h2, h3, h11.